Event description:
A customer contacted beckman coulter (bec) reporting that approximately 15-20 mls of cleaner had leaked from pinch valve pv49 of the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event. Pv49 - in its normal state provides open path for vacuum and diluent to pump (pm8).

Manufacturer narrative:
The customer replaced the black striped tubing at pv49 resolving the leak. Service was not dispatched for this event since the customer resolved the issue. Failure mode is related to a leak at pv49. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).